Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) noted the fiber-optic cable connector was missing a screw and nut. The connector was replaced and reassembled. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
During preventative maintenance (pm) the getinge service territory manager (stm) found the fiber-optic cable connection to be lose internally and not making a connection. Since the event occurred during pm, there was no patient involvement and no adverse event was reported.